Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after a battery change and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error but the pump may have been exposed to water. Customer's blood glucose was 194 mg/dl at the time of incident. Troubleshooting could not be completed as the buttons did not work. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no off no power anomalies, failed battery test, battery out limit or low battery alerts noted also, passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had cracked case at the display window corners, broken belt clip slot and minor scratches on the lcd window.